Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulties securing the pump in the motor was confirmed. The centrimag motor (serial #: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. A bent screw on the motor locking mechanism was observed confirming the reported event of it being difficult to properly secure the pump. The locking ring was replaced with a new one. The motor was functionally tested and operated as intended. Preventative maintenance was performed, and the repaired motor was returned to the customer. The root cause of the reported event was due to damage to the locking ring of the motor; however, a further root cause of the damage was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-01066. It was reported that the pedivas had a motor issue. Approximately 10 minutes after initiating extracorporeal membrane oxygenation (ECMO), there was gross air entry into the circuit including the pump head. ECMO was discontinued and a full de-airing process was completed. The pump head was repositioned back into the motor and ECMO was attempted again. Despite the head being seated correctly, there was no further flow even though the revolutions were set on 3700 rpm. The motor was taken out of use and a new neonatal ECMO circuit was set up and primed. The affected motor was swapped in to see if the issue would reoccur, and although forward flow was established, the pedivas head was difficult to seat properly and there appeared to be free movement when seated. The patient had since been taken off of ECMO support and no patient injury was reported.